Manufacturer narrative:
(B)(6). Manufacturing date: march 30, 2017 ¿ april 3, 2017. The actual sample was not returned; however, a photo was received for evaluation. From the photos, there is no fluid observed coming at the white distal luer of the infusor device. The reported issue is verified. The cause could not be determined from the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a no flow issue. When the cap was removed from the device fluid would not run. This occurred during setup. There was no patient involvement. No additional information is available.